Manufacturer narrative:
This report is submitted on january 31, 2017, by cochlear limited on behalf of (B)(4). Exemption number e2016011. - attachment: [71853-device analysis report.pdf]

Event description:
Per the clinic, the patient's device was explanted on (B)(6) 2013 due to infection at implant site and extrusion of the device. The patient was re-implanted with a new device during the same surgery.